Manufacturer narrative:
D.2. Additional medical device types: pch, pci. E.1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ bacterial panel, a false negative salmonella patient result was obtained. The bd max reported a negative result for salmonella spp. Twice, although salmonella grew in culture. Agglutination identified serogroup d, and further diagnostic testing confirmed the isolate as salmonella enteritidis. There was no report of patient impact.